Event description:
Bed had no power.

Manufacturer narrative:
Technician checked pcm and found 3 blown fuses. Technician replaced fuses on pcm and bed is working properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.